Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was seeing code 8476 (motor stall) on their personal therapy manager (ptm). No symptoms were reported. The event date was unknown. There were no further complications reported at this time.